Manufacturer narrative:
Batch review performed on 12 march 2019: lot 1858331: (B)(4) items manufactured and released on 28-jan-2019. No anomalies found related to the problem. To date, another similar event has been reported on this lot (complaint (B)(4) [MDR 2019-00140]). Preliminary investigation performed by r&d shoulder manager: the wire appears to be detached due to the breakage of the crimped portion of the main body. This may have been caused by excessive force needed to align the glenosphere on the guide (probably because of the tight shoulder condition).

Event description:
During the primary shoulder surgery and upon inserting the glenosphere, the glenosphere guide with nitinol broke and a fragment remained into the glenosphere. The surgeon removed the glenosphere, removed the broken fragment from the glenosphere and used general instrumentation to re-insert the glenosphere. There was a 10 minutes delay in the case and the surgery was completed successfully.

Manufacturer narrative:
Visual inspection performed by r&d shoulder manager: the visual inspection confirmed that the main body of the "glenosphere nitinol guide" broke in the region of crimpage of the wire. The wire presents a bent at the level of conjunction with the main body, likely for high force applied during the insertion of the glenosphere.